Event description:
A volume discrepancy was reported. The actual residual volume was greater than the expected residual volume; the amounts were not specified. The pt had a refill and the syringe was almost 3/4 full of old medication when they withdrew. No diagnostic studies were done at that time. The pt felt that for the last month, the pump was not working properly and that she had been taking more oral pain medication than normal. The medications being delivered via the device system were bupivicaine, fentanyl, and morphine. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.